Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Prior to a procedure to stent bilateral common iliac arteries, pictures taken showed stenosis on the left common femoral and the bilateral iliac arteries. A 6x40x135 evercross balloon was used for bilateral iliac pre-dilation. Access for the procedure was achieved though the right common femoral artery. It was reported that a 8x57x80 visipro was placed in the right common iliac while a 8x37x80 vis-pro was placed in the left common iliac. Both stents were reported to have been deployed at the same time. It was reported that the left side was done first followed by the right side. Post deployment images showed no evidence of leaks or bleeding. Post-procedure it was reported that the patient developed complications and died.